Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Date of event is unknown; awareness date has been used for this field.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g around 10 needles were unable to deliver the medication as expected. There was no report of patient impact. The following information was provided by the initial reporter: material no: 320550. Batch no: 1132269. Consumer reported found 7-10 pen needles clogged during flow check. Informed of non patient end placement.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g around 10 needles were unable to deliver the medication as expected. There was no report of patient impact. The following information was provided by the initial reporter: material no: 320550. Batch no: 1132269. Consumer reported found 7-10 pen needles clogged during flow check. Informed of non patient end placement.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Date of event is unknown; awareness date has been used for this field.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g around 10 needles were unable to deliver the medication as expected. There was no report of patient impact. The following information was provided by the initial reporter: material no: 320550 batch no: 1132269 . Consumer reported found 7-10 pen needles clogged during flow check. Informed of non patient end placement.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.